Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 32 x 2.75 promus elite drug-eluting stent was deployed. After it was deployed and post-dilated, a proximal stent edge dissection was observed. The dissection was covered with another promus elite drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 32 x 2.75 promus elite drug-eluting stent was deployed. After it was deployed and post-dilated, a proximal stent edge dissection was observed. The dissection was covered with another promus elite drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure. It was further reported that stenosis was 70% with a mildly tortuous and moderately calcified lad. The lesion was pre dilated with a 2.00 x 10 mm semi-complaint balloon. The stent was fully deployed at nominal pressure and post-dilated with a 2.75 mm non-compliant balloon at nominal pressure.

Manufacturer narrative:
B5 updated describe event or problem.